Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer loaded cold insulin into the cartridge and was not removing cartridge air bubbles when loading the cartridge. Tandem clinical support informed customer that using cold insulin and not removing cartridge air bubbles when loading the cartridge is off label per the tandem user guide. The customer performed a supply change resolving the occlusion. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Device not returned.